Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant, by ¿surgeon had to saw the device to remove it?¿ was it meant that the device had to be cut off of the tissue? When the surgeon sawed the device to remove it, did the jaws open? How was the procedure completed? How long was the procedure extended? Was there any patient consequence as a result of the procedure being extended? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It eas reported that during a colon resection procedure, the device was jammed on the colon after stapling, it was no longer possible to open the jaws. The surgeon had to saw the device to remove it. The procedure was extended. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56y2t. Device evaluation: the analysis found that one ec45a device was returned broken in two pieces with an ecr45w cartridge reload loaded on the device. The cartridge reload was received fully fired. Upon evaluation, the reload was noted to have the deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional testing could be performed due to the returned condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what was meant, by ¿surgeon had to saw the device to remove it¿? As reported was it meant that the device had to be cut off of the tissue? As reported when the surgeon sawed the device to remove it, did the jaws open? No, the knife was blocked, the surgeon had to push it and he had to force on the jaws with another clamp to free the tissue. How was the procedure completed? With another device how long was the procedure extended? More than 1h was there any patient consequence as a result of the procedure being extended? Longer anesthesia was there any patient consequence or change in the post-operative care of the patient as a result of the event? Bleeding what is the current status of the patient? No patient consequences reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In regard to the bleeding mentioned in the additional information received, did the patient require a blood transfusion?